Event description:
It was reported that the signal artifact monitor of the implantable cardioverter defibrillator (ICD) disabled the minute ventilation feature due to sensing of noise that appeared to occur during an electrophysiology study. Further review of the device settings was recommended. The ICD remains in service and no adverse patient effects were reported.